Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) followed up with customer and verified that the issue was resolved. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had an issue where the unit was not detected on the bus, and the cabinet displayed an error stating as not detected on bus. This cabinet is located in a critical care area and is the only unit available, requiring nursing staff to go to a different floor to retrieve medications, causing significant inconvenience and workflow disruption. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.